Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter read inaccurately high compared to another device (paramedic's meter). The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2016 at 4:00am. The patient reported obtaining blood glucose readings of "105 mg/dl" with the subject meter and "36 mg/dl" on the other device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The patient informed the csr that she manages her diabetes with 90 units of lantus insulin morning and night and claimed she took action of consuming more food on (B)(6) 2016 in response to the alleged issue. The patient reported that immediately after the alleged issue began, she developed symptoms of "panic, feeling shaky and was losing consciousness". The patient claimed she was hospitalized on (B)(6), 2016 at 5:00am as a result of the alleged issue. The patient claimed her blood glucose was tested on the emergency room/hospital meter and a result of "36 mg/dl" was obtained. No additional treatment was specified. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that an approved sample site was used for testing and that the correct testing process was being followed. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after obtaining an alleged inaccurate high result with the subject meter.